Manufacturer narrative:
This report is regarding the pvl post deployment of the second xt valve. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the reported pvl post valve deployment cannot be confirmed. It is possible that the paravalvular leak occurred as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, post deployment the 26mm sapien xt valve had moderate paravalvular leak (pvl). A second valve was implanted. A myocardium tear was observed upon removal of the sheath and the procedure was converted to surgical avr. In the pre-procedure conference, it was planned to decide the xt valve size after bav with a 25 mm non-edwards bav balloon because the patient's annulus size was borderline between a 26 mm or 29 mm sapien xt valve. Following placement of mattress sutures in the myocardium, a puncture was made. A guidewire was unable to cross the native valve; and other punctures were made several times until it could finally cross the native valve. A 14 fr sheath was inserted through the myocardium because it was difficult to decide whether 24 or 26 fr sheath should have been used. Although bav was performed with a 25mm non-edwards bav, the timing of the angiography was too early. Despite the balloon not being inflated completely, it was decided to implant a 26 mm sapien xt valve with 1 ml more than nominal volume since no leak was observed. A 24 fr ascendra+ sheath was inserted and a 26mm sapien xt was successfully implanted in a 60:40 aortic/ventricular position. Tee showed moderate pvl and aortography (aog) showed moderate aortic regurgitation. Post dilation was performed with contrast of additional 1 ml, but moderate pvl remained even though trivial improvement was seen. Post dilation was performed again with a total of 3 ml added to the nominal volume) but moderate pvl was not reduced. After discussion, since the area in the left ventricular outflow tract (lvot) was narrow in 420-430 mm&#11040;it was decided to perform valve-in-valve. The second 26mm xt valve was implanted in one strut length more ventricular, but no improvement of the pvl was observed. It was decided to complete the procedure and to monitor the pvl. However, the bleeding from the apex access site could not be controlled after withdrawal of the sheath. A tear was found near the mattress sutures. Thoracotomy was performed to stop the bleeding under cardiopulmonary bypass (cpb). And since cpb was initiated, the patient was also converted to avr with a 23mm non-edwards surgical valve. Although the lv was repaired after avr and the cpb was weaned off, the access site blood oozing continued. Cpb was initiated again and hemostasis was achieved. On post-operative day (pod) 1, the patient's vital signs were reported to be stable. The heart team stated regarding moderate pvl that bav should have been performed again. Regarding the myocardial tear, the surgeons stated that hemostasis could not be achieved despite suturing multiple times due to the patient's fragile myocardium and multiple lv punctures could have contributed to the myocardial tear. The aortic annulus diameter measured 22.2mm with moderate aortic valve calcification by tee.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference manufacturer reports no. 2015691-2015-03498 and 2015691-2015-03501.